Manufacturer narrative:
(B)(4).

Event description:
The patient was seen in follow-up after receiving inappropriate high voltage therapy due to oversensing. During the explant procedure visualization of the external conductors was noted. The patient is well.

Manufacturer narrative:
As received, an entire lead was returned in two pieces. On the connector piece (a), two lead-to-can external insulation abrasions breaching re cables lumen were noted between the bifurcation boot and the end of this piece. One re cables etfe coating was abraded in one abrasion. The inner coil was not exposed in any abrasion regions. On the distal piece (b), no abrasion was noted. Electrical testing did not find any indication of conductor fractures or internal shorts on any conduction paths. Other damages on these two pieces were consistent with those occurring at time of explant.